Event description:
Intralipids infusing on pump. Rate set for 0.38 ml/hr. Syringe loaded in pump at approximately 3 to 5 pm contained 14 mls. When the syringe was observed by a nurse at 7 pm, the syringe contained approximately 4-6 mls. Based on a 4 hr infusion of approximately 10 mls, conclusion is that rate exceeded 2.5 ml/hr during a four hour period. Infusion rate was correct based on following 10 hours of infusion of 4-6 mls. Nurse did not recognize problem until 5 am the following morning. Pump was sent to ecri for inspection. The result was as follows: the baxter as50 syringe pump involved occurrence has been tested by ecri and delivered the lipids solutions 3 times accurately using the same 20 cc syringes and sets used on the patient. The preliminary report continues to indicate that the pump is functioning without any apparent error. I have asked ecri to specifically test if the baxter as50 syringe pump will accept the programming of a 35 cc or 60 cc syringe when a 20 cc syringe is loaded, in other words, does this older model syringe pump allow our clinicians the option of selecting the wrong syringe size, and if selected, will the pump deliver the wrong dose rate. The pump will be returned to the manufacturer upon receipt from ecri for their investigation.